Event description:
It was reported that a pump powered off two times during an infusion. The pump was delivering heparin at an unk rate.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the history log does not show any indications of an improper shut down, however two system error 322 alarms occurred within the reported infusion segment, during the set loading process. It is likely that the interruption caused by the system error was perceived by the customer as the pump turning off. The device was tested using the parameters found in the history log on the day of the event, two occurrences of a system 322 were observed. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.